Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since the date was not provided.

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was selected for use. However, the shaft broke during unpacking. There were no patient complications reported.